Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. No signal was detected on the electrogram (egm) in different locations, indicating failure to sense and pace. The cables and analyzer were changed several times but signal was not obtained. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: returned product analysis was performed on the full lead and no anomalies were found. If information is provided in the future, a supplemental report will be issued.